Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood inside the balloon. Since the balloon was scheduled to be removed, the balloon was removed and therapy was completed without any health hazard to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code: (B)(6). A getinge field service engineer (fse) confirmed blood intake by balloon rupture. When he checked the catheter because the catheter needed inspection sounded, he found blood inside the balloon. Since the balloon was scheduled to be removed, the balloon was removed. Fse checked the inside of the pim, the tip of the safety disc, and the inside of the device, but no blood was found. Hospital personnel confirmed that no blood had entered the catheter extension tube. It appears that it was successful and did not lead to intrusion into the inside of the device. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : the device is not repaired.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.